Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
2 of 2. It was reported while using bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg, sample with extremely high alcohol concentration. The following information was provided by the initial reporter: customer alleging a quality issue that has arisen with some recently manufactured bd vials, potentially, and wondering if you could share what you have learned about their manufacturing concerns. Two samples come back with extremely high, not likely to be seen in a living person, alcohol concentrations. Customer inquiring if they had a qc issue or changed volatiles that they were using in their process that could be off-gassing. The 2 erroneous alcohol results were drawn by the same phlebotomist on 2 separate individuals 2 weeks apart. Both had the same extremely high blood alcohol result of 1.0%, which she stated in her email, "not likely to be seen in a living person." The second individual had breath test result of 0.20.

Manufacturer narrative:
H.6. Investigation summary: bd received 15 product samples, which were returned by the customer (the ¿customer¿s product samples¿). The customer¿s product samples were evaluated along with product retention samples of the same lots from bd inventory (¿product retention samples¿) and samples from bd inventory from a different lot (¿control samples¿). As described below, bd tested the customer¿s product samples, control samples, and product retention samples. No issues relating to the reported erroneous results, i.e., unexpected high alcohol concentrations, were observed. In response to the customer¿s report, bd conducted the following: testing of product retention samples: bd¿s product retention samples (of the same lot) were tested by conducting visual inspections and draw testing. Testing of customer¿s product samples: the customer¿s product samples (along with controls from a different lot) were tested via tube headspace gc-ms for ethanol content. Device history record (DHR) review: based on a review of the DHR for the incident lot, all product specifications and requirements for lot release were met. A complaint history was performed, and this was the only complaint found on this batch number for the reported issue. Complaint history: a complaint history review was performed, and this was the only complaint found on this batch number for the reported issue. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2022-07-20.

Event description:
2 of 2. It was reported while using bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg, sample with extremely high alcohol concentration. The following information was provided by the initial reporter: customer alleging a quality issue that has arisen with some recently manufactured bd vials, potentially, and wondering if you could share what you have learned about their manufacturing concerns. Two samples come back with extremely high, not likely to be seen in a living person, alcohol concentrations. Customer inquiring if they had a qc issue or changed volatiles that they were using in their process that could be off-gassing. The 2 erroneous alcohol results were drawn by the same phlebotomist on 2 separate individuals 2 weeks apart. Both had the same extremely high blood alcohol result of 1.0%, which she stated in her email, "not likely to be seen in a living person." The second individual had breath test result of 0.20.tions.